Event description:
It was reported that the device was used during a gastroplasty. It was reported that the device was fired and cut, but there were no staples present. There was no pt consequence. Another device was used to complete the case.